Manufacturer narrative:
Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.2. Cgm sensor type: data not available.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl, while wearing the pod between 24 and 36 hours. The pod reportedly detached from the arm, causing the cannula to dislodge. As treatment, a new pod was placed.